Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity (at least a few) of ultra set capd disposable disconnect y-sets leaked. This occurred during setup/preparation of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. Functional testing including leak, clear passage, and clamp function testing were performed. The visual inspection, by the naked eye, along with the functional testing observed a leak from a cut/hole/slice on the front and back side of the bag. The reported condition was verified. The cause was undetermined, however, it is possible a sharp object caused the damage. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.